Manufacturer narrative:
E1 - initial reporter phone: (B)(6). E1 - initial reporter address 1: (B)(6).

Event description:
It was reported that tip detachment occurred. The target lesion was located in the hepatic artery proper, and the patient was undergoing a percutaneous arterial embolization procedure for treatment of a hepatic artery proper aneurysm. A direxion infusion catheter was advanced into the hepatic artery proper. During advancement, resistance was encountered, and the distal tip of the microcatheter detached. The device was successfully withdrawn from the patient. A replacement microcatheter was subsequently used, however, the same issue occurred with the second device. A third microcatheter was then utilized, and the procedure was completed successfully. There were no patient complications as a result of this event, and the patient condition following the procedure was stable.